Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is hospitalized for an unknown reason. It was also reported that the customer had high blood glucose levels. The customer was wearing the insulin pump at the time of the hospitalization. It was also mentioned that there has been attempts to restart the insulin pump, however they keep getting a missed bolus reminder. No additional information was provided.